Manufacturer narrative:
Additional information: b5 and h11. The report that the drawer failed, and smoke was observed behind the drawer was confirmed by the bd field service engineer (fse). According to work order (B)(4), the fse noticed smoke coming from full-height drawer #6 in the auxiliary cabinet. The drawer couldn¿t close because the solenoid was stuck with the plunger extended. No burn marks were visible from the back, but once removed, the solenoid showed a brown discoloration. The solenoid, drawer controller, and module controller were replaced, and the unit passed all follow-up testing. Laboratory testing confirmed the pcba drawer controller (p/n 151622-01) successfully passed the hardware test application (hta) testing, confirming the drawer opened and closed properly. Bench testing found a ground short on the pcba fh cubie pmc caused by a failed diode (d501), which prevented further testing. A shorted board component is one of the symptoms of the issue of a station drawer failing. Visible thermal damage on the solenoid 12vdc hh drawer cubie (p/n 119879-01) prevented diagnostic testing, however, resistance testing was conducted, yielding a measurement of 0.5 ohms. This is significantly lower than the expected solenoid resistance of 12.5 ohms (o) ±5%. The device was in use for treatment purposes as intended per 21 cfr 820.198(d).

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary had drawer failure and the smoke was behind the drawer. A field service engineer confirmed no visual thermal event from the rear view of the drawer, but a brown burnt mark was observed on the solenoid after it was removed. As per part investigation, it was determined that there was thermal damage observed on the solenoid. Therefore, this case has been deemed reportable as a thermal event. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-mar-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that smoke was coming from the back of full-height drawer 6 on the auxiliary cabinet. The drawer was unable to close because the solenoid had seized the plunger in the outward/closed position. When the solenoid was removed, a brown burnt mark was found on it. A field service engineer (fse) replaced the solenoid, drawer controller, and module controller. The system was tested in the application and found to be functioning well. An inspection was performed with no issues detected. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary had drawer failure and the smoke was behind the drawer. A field service engineer confirmed no visual thermal event from the rear view of the drawer, but a brown burnt mark was observed on the solenoid after it was removed. Therefore, this case has been deemed reportable as a thermal event. There were no adverse events or injuries reported based on this event.